Event description:
It was reported that the user experienced sustained high blood glucose while using the ilet system, and review showed the cartridge was empty and the infusion set needle guard remained in place after a supply change, indicating the infusion set was deployed incorrectly or not properly attached; troubleshooting and education were provided, and there were no device alerts or alarms. Symptoms included hyperglycemia peaking at 330 mg/dl. Outcomes included restoration of blood glucose to in-range after guided supply change. Investigation included review of device data and walkthrough of the full infusion set and cartridge change procedure. Investigation of this case revealed use-related setup error with the infusion set and cartridge, leading to interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set deployment and connection.